Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lithotripsy transducer was non-functional. This event occurred during reprocessing; there were no reports of patient involvement.